Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent revision surgery several years following total knee implantation as the patient's mcl became lax. Surgeon has replaced articular insert.